Manufacturer narrative:
Insulin pump passed the operating currents, unexpected restart error test, self test and displacement test. No unexpected restart noted during test. Pump received with missing segment anomaly due to cracked bleeding lcd and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and partial display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and pump error did not clear and display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.